Event description:
According to the reporter, the video laryngoscope's screen had no display after turning on, and shorty turns off as seen on the attached video. Error persist even after replacing with new battery. There was no reported patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found no notable conditions. The returned handle was tested on an one-wire fixture system with external power supply. The device history logs were pulled and the logs displayed acceptable results. The screen rotated through the expected range. The device was then tested with a test lab battery. The device was powered on by pushing the power button. The device's led emitted a visible light and an image was visible on the lcd screen. The battery icon status was visible and was displaying properly. The lcd image quality and light output of the led were inspected and were found to be adequate. The returned battery was then inserted into the returned handle. The device was powered on by pushing the power button. The lcd display image was blue and a flashing blank battery icon was observed. The flashing blank battery icon indicated the battery has reached the max use count. The returned battery has reached end of life. It was reported that the video laryngoscope's screen had no display after turning on. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when the battery counter reaches 5 minutes, the battery icon will flash. Replace the battery unit when this happens. If the counter is allowed to run down to zero, the battery icon will continue to flash. Pull on the tab to remove the battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.